Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed an error code was confirmed during the functional testing and the archive data review. Based on the archive and functional testing, the platform displayed a "system error, out of service, revert to manual CPR" message. The root cause of the reported complaint was a defective drivetrain motor. The archive data review indicated the occurrence of system error 139 (unable to hold compression position), confirming the complaint. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" message, confirming the complaint. The brake gap inspection revealed a wide gap, which could not be adjusted due to a defective drivetrain motor. The drivetrain motor was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed an error code. However, the customer could not remember which error code appeared or when the issue occurred. No additional details were provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.